Event description:
It was reported that during the preparation for an percutaneous coronary intervention, the proximal portion of the guide catheter was noted to be broken when the outer package was opened. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during the preparation for an percutaneous coronary intervention, the proximal portion of the guide catheter was noted to be broken when the outer package was opened. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mach 1 guide catheter with no original packaging or other devices. The proximal end of the shaft was rough with strands of the braiding exposed and sticking outward. There was torsional damage to the proximal end of the shaft. The proximal portion of the device including the hub was not returned for analysis. There was a shaft kink 55 cm from the separated end of the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).